Event description:
It was reported during an unknown surgical procedure, the electric pen drives safety button would not shut off and the product had no power. It is reported the procedure was delayed for an unspecified amount of time. No additional information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned.

Manufacturer narrative:
A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation investigation coordinated by synthes (B)(4). The customers complaint that this device was not functioning properly was confirmed. A functional assessment was performed which confirmed that the motor is damaged. The evidence indicates this is due to usage and wear over time.

Event description:
The facility reported on (B)(6) 2013, that the unknown surgical procedure was a hand surgery procedure.